Event description:
A caller reported a complete black screen with a white glow and some white lines affecting their pump's display, which hindered their ability to interact with the device. There was no adverse impact to the customer's blood glucose level as levels remained within normal range. Tandem technical support decided to replace the faulty pump with one that includes updated software and provided necessary instructions for returning the problematic pump. The customer was informed about the shipping details and assured that training would be available to them. The customer reverted to an alternate method of insulin therapy.